Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage on electronic assembly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's neighbor reported via phone call that the customer was sitting by the pool and the insulin pump got wet. She noticed condensation under the screen and when she attempted to check the device, it alarmed button error. Customer's neighbor explained that she was taking care for her neighbor's children while the parents were on vacation. Customer's blood glucose value was 458 mg/dl; they had not treated and the neighbor would be calling the mother for instructions. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.